Event description:
It was reported that physician placed central venous catheter (cvc) via right femoral vein; however, catheter would not go over guidewire. A second attempt was made with a new set. The guidewire became "springy" and broke; it was eventually removed from pt. A third attempt was made with a new set and the guidewire coiled and kinked in catheter. Guidewire and catheter were removed simultaneously. As a result, a fourth cvc was successfully placed; however, there was difficulty with the guidewire.

Manufacturer narrative:
(B)(4). Device will not be returned for eval. A f/u report will be filed if more info becomes available.